Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device passed electrical testing the pneumatic system was tested and all pressures were found to be correct and stable. Internal and external inspections were performed with no issues noted. The device passed temperature verification testing but failed accuracy confirmation testing. Functional testing identified that multiple fills and drains were outside of volumetric specifications. This confirmed the reported condition. The cause of this event was determined to be the door piston was cracked and the piston foam was deteriorated. A review of the event history log of the device found nothing related to the reported issue. The device was sent for servicing to address this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.